Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided.

Event description:
The ratchet wrench does not turn and does not allow the implant to be placed in #47. Procedure was not completed. Pain was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. After additional information was received on january 2, 2025, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0002023141-2025-00074 submitted on january 9, 2025, is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
The ratchet wrench does not turn and does not allow the implant to be placed in #47. Procedure was not completed. Pain was reported as a result of the event. On a follow up received on (B)(6) 2025 doctor confirmed that the implant has been placed with another ratchet wrench.